Manufacturer narrative:
Report date: 22jul2021.

Event description:
The customer reported touchscreen is not working. The device was not in clinical use. No patient or user harm was reported. The customer confirmed they were unable to calibrate the touchscreen. Further information is pending.

Manufacturer narrative:
B4:31aug2021. The customer replaced the touchscreen to resolve the issue. The unit was tested and it was returned to service.